Manufacturer narrative:
(B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The clinic reported an interlase error occurred during laser firing for a laser vision correction patient on (B)(6) 2018. No error code could be provided. It was stated that the system flickered off/on for a split second, as if the system shorted. Procedure was aborted but was completed successfully by switching to photorefractive keratectomy (prk). No report of any injuries.

Manufacturer narrative:
A review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is no significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.